Event description:
It was reported that stent damage occurred. The 80% stenosed, 14x3.0mm, de novo, eccentric target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery . Following predilation, a 2.75x16mm promus element ¿ stent was selected for use and advanced but failed to cross the lesion. Upon device withdrawal, the stent came in contact with the "distal mouth" of the guide catheter and the physician noted that the stent was deformed. The stent and the guide catheter were then removed as a single unit. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the catheter shaft identified that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive forces having been applied to the shaft. An examination of the crimped stent identified that the proximal end of the stent was bunched with the stent struts misaligned. The stent was stretched on the balloon. The final 4 rows of stent struts at the distal end of the stent were not damaged or moved. This type of damage is more consistent with the stent getting caught on an object during withdrawal. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).